Manufacturer narrative:
Additional info has been requested. Medwatch received indicates only subject screws were implanted. Synthes is unable to determine mfg site or mfg date without a lot number. No investigation could be performed; no conclusion could be drawn as no device was returned or lot number provided.